Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that there was a "low flow" alarm message on the controller display, however, there was no audible alarm. The controller was subsequently exchanged with no reported consequence or impact to the patient. Controller log files were sent. The last report received indicated that the controller "low flow" alarms were not associated with any patient symptoms/adverse events. No further information was provided.

Manufacturer narrative:
The reported event of a low flow audible alarm failure was not confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. A low flow alarm was induced by lowering the threshold required to trigger the alarm. Both the monitor and the controller displayed low flow alarm messages. The controller adequately issued an audible alarm. No failure detected, the reported event could not be duplicated at the bench level. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.